Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 27mmol/l. The customer was treated for high blood glucose with shots. The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was unknown. Customer was explained the alarm and possible causes. Customer reported event was resolved by changing complete set. Customer is reporting a past event. Customer does not have product to return. Customer was advised to monitor and discuss site/set issues with health care provider.